Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general) / reproductive system disorder or condition excessive bleeding/ excessive bleeding episodes after') and procedural haemorrhage ('trauma from procedure itself and from excessive bleeding episodes after') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: date unknown, type of test unknown] - total bilateral occlusion (per pfs). Concurrent conditions included thyroid disorder nos, growth hormone abnormal and growth hormone deficiency. Concomitant products included metformin since 2007, somatropin (hgh) from 2007 to 2014 and thyroid (nature throid) since 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), abdominal pain ("pain abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), skin haemorrhage ("rashes or skin conditions : excessive bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), anaesthetic complication ("issues with numbing medication used during procedure") and emotional disorder ("psychological or psychiatric problems condition:emotional / trauma from procedure itself and from excessive bleeding episodes after"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)hysterectomy (partial)). Essure was removed. At the time of the report, the pelvic pain, procedural haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, anaesthetic complication and emotional disorder outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and skin haemorrhage had resolved. The reporter considered abdominal pain, anaesthetic complication, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural haemorrhage, skin haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: removal date was not given but removal surgery was specified. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: (per mr) result- bilateral implants appeared to be within correct location.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2019: quality- safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 44-year-old female patient who had essure (batch no: 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: date unknown, type of test unknown] total bilateral occlusion (per pfs). Concurrent conditions included thyroid disorder nos, growth hormone abnormal and growth hormone deficiency. Concomitant products included metformin since 2007, somatropin (hgh) from 2007 to 2014 and thyroid (nature throid) since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural haemorrhage ("trauma from procedure itself and from excessive bleeding episodes after") and emotional problems ("emotional") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / reproductive system disorder or condition excessive bleeding/ excessive bleeding episodes after"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2013, the patient experienced automatic bladder ("spastic bladder post hysterectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), skin haemorrhage ("rashes or skin conditions : excessive bleeding"), anaesthetic complication ("issues with numbing medication used during procedure") and emotional disorder ("psychological or psychiatric problems condition: emotional / trauma from procedure itself and from excessive bleeding episodes after"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes) hysterectomy (total). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, procedural haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, anaesthetic complication, emotional disorder, vaginal infection, automatic bladder, weight increased and emotional problems outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and skin haemorrhage had resolved. The reporter considered abdominal pain, anaesthetic complication, automatic bladder, dysmenorrhoea, dyspareunia, emotional problems, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural haemorrhage, skin haemorrhage, vaginal haemorrhage, vaginal infection, weight increased and emotional disorder to be related to essure. The reporter commented: removal date was not given but removal surgery was specified. Discrepancy: essure (or any part of the device) removed? Yes, no (as reported as). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2010: (per mr). Result: bilateral implants appeared to be within correct location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. Removal date was added. New events vaginal infection, spastic bladder post hysterectomy, weight gain, emotional was added. Event onset date was updated. Lab data was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 44-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: date unknown, type of test unknown] - total bilateral occlusion (per pfs). Concurrent conditions included thyroid disorder nos, growth hormone abnormal and growth hormone deficiency. Concomitant products included metformin since 2007, somatropin (hgh) from 2007 to 2014 and thyroid (nature thyroid) since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural haemorrhage ("trauma from procedure itself and from excessive bleeding episodes after") and emotional problems ("emotional") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / reproductive system disorder or condition excessive bleeding/ excessive bleeding episodes after"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2013, the patient experienced automatic bladder ("spastic bladder post hysterectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), skin haemorrhage ("rashes or skin conditions : excessive bleeding"), anaesthetic complication ("issues with numbing medication used during procedure") and emotional disorder ("psychological or psychiatric problems condition:emotional / trauma from procedure itself and from excessive bleeding episodes after"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)hysterectomy (total)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, procedural haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, anaesthetic complication, emotional disorder, vaginal infection, automatic bladder, weight increased and emotional problems outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and skin haemorrhage had resolved. The reporter considered abdominal pain, anaesthetic complication, automatic bladder, dysmenorrhoea, dyspareunia, emotional problems, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural haemorrhage, skin haemorrhage, vaginal haemorrhage, vaginal infection, weight increased and emotional disorder to be related to essure. The reporter commented: removal date was not given but removal surgery was specified. Discrepancy : essure (or any part of the device) removed? Yes, no (as reported as). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2010: (per mr) result- bilateral implants appeared to be within correct location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 44-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: date unknown, type of test unknown] - total bilateral occlusion (per pfs). Concurrent conditions included thyroid disorder nos, growth hormone abnormal and growth hormone deficiency. Concomitant products included metformin since 2007, somatropin (hgh) from 2007 to 2014 and thyroid (nature throid) since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural haemorrhage ("trauma from procedure itself and from excessive bleeding episodes after") and emotional problems ("emotional") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / reproductive system disorder or condition excessive bleeding/ excessive bleeding episodes after"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2013, the patient experienced automatic bladder ("spastic bladder post hysterectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), skin haemorrhage ("rashes or skin conditions : excessive bleeding"), anaesthetic complication ("issues with numbing medication used during procedure") and emotional disorder ("psychological or psychiatric problems condition:emotional / trauma from procedure itself and from excessive bleeding episodes after"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)hysterectomy (total)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, procedural haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, anaesthetic complication, emotional disorder, vaginal infection, automatic bladder, weight increased and emotional problems outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and skin haemorrhage had resolved. The reporter considered abdominal pain, anaesthetic complication, automatic bladder, dysmenorrhoea, dyspareunia, emotional problems, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural haemorrhage, skin haemorrhage, vaginal haemorrhage, vaginal infection, weight increased and emotional disorder to be related to essure. The reporter commented: removal date was not given but removal surgery was specified. Discrepancy : essure (or any part of the device) removed? Yes, no (as reported as). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2010: (per mr) result- bilateral implants appeared to be within correct location.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. Removal date was added. New events vaginal infection, spastic bladder post hysterectomy, weight gain, emotional was added. Event onset date was updated. Lab data was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general) / reproductive system disorder or condition excessive bleeding/ excessive bleeding episodes after') and procedural haemorrhage ('trauma from procedure itself and from excessive bleeding episodes after') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: date unknown, type of test unknown] - total bilateral occlusion (per pfs). Concurrent conditions included thyroid disorder nos, growth hormone and growth hormone deficiency. Concomitant products included metformin since 2007, somatropin (hgh) from 2007 to 2014 and thyroid (nature thyroid) since 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), abdominal pain ("pain abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), skin haemorrhage ("rashes or skin conditions : excessive bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), anaesthetic complication ("issues with numbing medication used during procedure") and emotional disorder ("psychological or psychiatric problems condition:emotional / trauma from procedure itself and from excessive bleeding episodes after"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)hysterectomy (partial)). Essure was removed. At the time of the report, the pelvic pain, procedural haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, anaesthetic complication and emotional disorder outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and skin haemorrhage had resolved. The reporter considered abdominal pain, anaesthetic complication, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural haemorrhage, skin haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: removal date was not given but removal surgery was specified. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: (per mr). Result- bilateral implants appeared to be within correct location.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received :- previously added "injury nos" replaced with abnormal bleeding (vaginal). New events added :- abnormal bleeding (menorrhagia), abnormal bleeding (general), apareunia, trauma from procedure itself and from excessive bleeding episodes after, dyspareunia, fatigue, psychological or psychiatric problems condition: emotional trauma from procedure itself and from excessive bleeding episodes after), rashes or skin condition : excessive bleeding, pelvic pain, abdominal pain, reproductive system disorder or condition, weight gain / loss. Reporters, patient demographics, concomitant conditions & drugs, lab test and lot no. Was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.